Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In this case the patient was 89 years old and the blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an (B)(6) male patient experienced perforation of the right ventricular apex during use of a swan ganz pacing catheter during a tavr procedure. Tavr procedure was scheduled for this patient. The patient fainted after CT imaging eight days prior to the scheduled date of tavr procedure. On the following day, left main trunk (lmt) stenosis was confirmed during angiography. Although percutaneous coronary intervention (pci) was attempted, the patient had cardiac arrest and became hemodynamically unstable. Pci was abandoned and it was decided to perform emergent tavr procedure. Tavr procedure was successfully performed under intra-aortic balloon pumping (iabp) support and then pci was conducted. The patient¿s blood pressure subsequently became unstable and it was found that the pacing catheter caused right ventricular perforation. Since the patient's pulmonary condition also worsened, percutaneous cardiopulmonary support (pcps) was introduced and the patient was transferred to the ICU. The patient¿s condition once became stable but effusion was confirmed after extubation. The patient had cardiac arrest again and intervention was performed. The patient passed away six days after the occurrence of perforation. The doctor stated that there was no allegation that the thv device was related to the event. Additional information was obtained that when the patient¿s blood pressure dropped, an x-ray was performed and cardiac tamponade was confirmed. Pericardiocentesis was performed and the blood sample confirmed venous blood from the right heart. Pericardial drainage was performed. The cause of death was determined as cardiac tamponade. It could not be confirmed if there was any relationship of the device to the event. However, there was no allegation that the device malfunction contributed to the event. The device was discarded at the hospital.